Event description:
A customer reported that the freestyle libre 2 sensor detached prematurely after less than a day of wear. As a result, the customer reportedly experienced a loss of consciousness while at work and was later picked up by his wife. No additional details were provided as customer could not fully recall event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.